Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultraping meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by patient that the alleged issue began on (B)(6) 2012 at noon. The patient stated that she manages her diabetes with the insulin pump and took her usual dosage of novolog (unknown amount) in response to the reported issue. Two hours after the alleged issue occurred, the patient claimed to have developed symptoms of "thirst" but denied receiving any treatment in response to the symptom. During the troubleshooting, the cca determined that the subject meter will not turn on with the insertion of the test strip. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.